Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked out of the end of the patient line during dwell one of one on the homechoice. The home patient (hp) stated they were pulling the cap off the patient line to restart therapy when the event occurred. The technical service representative assisted the hp to end therapy and the hp indicated they would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.